Event description:
New information noted that the right ventricular lead was reprogrammed (B)(6) 2021.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a right ventricular lead issue. It was noted that the right ventricular lead exhibited oversensing. Upon examination, it was determined that the lead was oversensing noise. Lead damage was suspected but was not confirmed. Programming changes were recommended. The patient was in stable condition.